Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted that the generalized illness code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, it was reported to mentor that the patient feels that ¿her implants have been making her sick since she had them implanted in 2011. She also mentioned that her body hurts every day from the implants ¿. The date problem observed was (B)(6) 2019, the patient's age at the time of the event was 39-years-old. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant products: a gel mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(4), lot 6502115. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 350cc and experienced capsular contracture baker grade IV on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.